Event description:
(B)(6) 2021, clip was found broken during usage on the patient.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product hemolok xl clips 3/cart 42/box lot# 73l2000082 was manufactured on 11/04/2020 a total of 3,388 pieces. Lot was released on 11/12/2020. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544253 hemolok xl clips 3/cart 42/box for investigation. The sample was returned opened without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that all 3 clips were returned and intact in the cartridge. The sample appeared typical. Functional inspection was performed on the returned clips with a known good lab inventory clip applier. All 3 clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. This specific product line only has 3 clips per cartridge. The sample was returned with all 3 clips in the cartridge, and all of them were intact and had no functional issues. The information that was reported with this complaint was confirmed to be accurate. Therefore, this cartridge cannot be the sample that pertains to this complaint issue. The root cause will be "undetermined - incomplete" since the actual sample was not returned. A corrective action is not required at this time as there were no issues observed with the sample that was returned. The reported complaint of "broken parts - clip - info not provided" could not be confirmed based on the returned sample. One sample was returned opened with all of its clips remaining in the cartridge. All clips were intact and were able to function with no issues. The information that was reported with this complaint was confirmed to be accurate. Therefore, this cartridge cannot be the sample that pertains to this complaint issue. A root cause cannot be determined since the actual sample was not returned.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021, clip was found broken during usage on the patient.